Event description:
Further reported was capsular contracture, baker grade ii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: opening extended. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side "implant rupture" diagnosed via MRI. The device has been explanted.